Event description:
This x-ray system needed to be rebooted several times because the fluoro froze in the middle of the case. The frozen system displayed a transient error 53 which indicates a lost communication with the digital fluoroscopy imaging.

Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.